Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of unexplained pump reboots. During testing, there was no visible damage observed to the battery compartment or battery cap. The battery cap was able to fully secure onto the pump. The pump powered on to a functioning display screen, vibratory and auditory features. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no internal damage was found. Unrelated to the initial complaint, the display screen was discolored. Also unrelated, the audio bolus button cover was torn.